Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 5 staples remaining in the cover block, indicating that at least 30 staples were fired by the customer. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. A device history record review was performed, and no relevant findings were identified. The reported complaint of jamming - resistance felt at trigger could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported via and animal hospital "handle gets stuck closed when squeezed". To continue therapy another device was used. When asked if any injury occurred to the patient the customer responded "yes, superficial skin trauma that healed uneventfully.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported via and animal hospital "handle gets stuck closed when squeezed". To continue therapy another device was used. When asked if any injury occurred to the patient the customer responded "yes, superficial skin trauma that healed uneventfully."